Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient claim received. Patient's sister called on patient's behalf requesting compensation due to a broken hip implant. Patient's date of revision is unknown at this time, we do not have part/lot information, and we cannot assume which products are affecting the patient. Therefore, at this time we will report an unknown hip. We will update the complaint accordingly, should we receive additional information. Update 10/12/2016 product has been received and photo is attached. There is no new information that would change the existing MDR decision. Complaint was updated 10/13/2016. Updated 11/07/2016 notification of xrays received. There is not new information that would change the existing MDR decision. Compliant was updated 11/22/2016. Update ¿11/08/2016, 11/15/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the discharge notes report that the patient fell and suffered injury to the implant. The revision surgery notes reported a metal fatigue fracture of the right srom stem, and metallosis. During the procedure the surgeon reported that while attempting to remove the stem a fracture of the femur occurred and cables were placed. Adding head/liner. The complaint was updated on: 11/29/2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 2/3/2017: part/lot for femoral head and liner is being updated. A correct dor was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination in a previous report. Based on the information received, there is no need to rereview the returned product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records (DHR) was already performed as part of this investigation. Please see the associated complaint for those results.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information has been reviewed and determined that (B)(4) is a duplicate of (B)(4). Updates from (B)(4) are being transferred to (B)(4). Medical records 26jul2018 reviewed on 08apr2019: primary procedure notes not provided. It is referenced that the patient received bilateral total hip replacements in 2004 due to congenital hip dysplasia. Records reveal the patient sustained a fall, experienced pain and inability to ambulate. Revision operative notes (B)(6) 2015 indicate the patient received a right total hip revision due to metal fatigue fracture of the srom stem. Pre-op xrays revealed the fracture to be right above the ingrowth sleeve. Procedure notes indicate, upon entering the hip joint, pericapsular metallosis was encountered. Poly liner was removed due to wear. Surgical delay of multiple hours due to difficult prosthesis removal is indicated. The records indicate the metal sleeve and stem would not separate and appeared to be welded together, the surgeon suggests that perhaps the metal deformation from the fractured stem may have contributed to the difficulty with disengaging. Quite a bit of bone loss from the removal process is also documented. A spiral femoral bone fracture was sustained during the extraction process by impacting a femoral retrograde rod into the distal femur. Treatment for this includes cerclage wires, lateral buttress plate and 3 bicortical screws. Surgical delay of multiple hours due to difficult prosthesis removal is indicated. Quite a bit of bone loss from the removal process is also documented. Upon review of the records, the femoral retrograde rod is a synthes trauma product. The complaint involving synthes trauma implants has been captured in their complaint database under (B)(4) in their respective complaints database.

Manufacturer narrative:
Visual examination found nothing outward to suggest any product issue that could contribute to the femoral stem fracture. A review of the device manufacturing records found no related deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.